Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an it universal handle instrument was found to have a cracked plastic handle upon returning to the spd department. Surgery was completed as expected, without any delay or adverse events reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: complaint sample was evaluated and the reported event was confirmed. Visual review of the device confirms the blue handle to be fractured into two pieces. Both fractured pieced were returned, but the outer sleeve was not returned. Without the outer sleeve the lot number cannot be confirmed and remains unknown. The strike plate shows indentations from field use. It is unknown how long the device has been used. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.